Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. Additional: a service history review revealed that the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During the product evaluation at baxter for another report, it was discovered that a colleague infusion pump had a false upstream occlusion alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.